Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported imprecision could not be replicated. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9733763, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an electrode and probe placement procedure, it was reported that a laser fiber was off target. It was reported that the issue was found when taking a localizer image at the magnetic resonance imaging (MRI). It was reported that after drilling the burr hole for the laser placement, the procedure was delayed for 2+ hours as the site could not locate their probe and other instrumentation for the procedure. A second probe was brought in for use and the laser fiber was placed. Once the fiber was found to be off target, the site opted to discontinue with the procedure and the intended laser ablation had not been performed. Medtronic received information that the laser fiber was being placed for a subsequent laser induced thermal therapy (litt) procedure. Additionally it was reported that the site had misplaced an 11 blade instrument, where it was located later on and resulted in 0.5hr of delays due to the misplacement of the instrument.

Manufacturer narrative:
H3: software analysis was completed. It was concluded that reviewed archives provided no additional insight regarding the cause of reported complaint. The archive showed a registration using an MRI with a poor 3d model. No fiducials were auto-detected, all fiducials were added manually in a point merge registration. The green zone of accuracy was small and central to the brain. Image attached. Accuracy could have been improved with better 3d model.the archive showed a registration using an MRI with a poor 3d model. No fiducials were auto-detected, all fiducials were added manually in a point merge registration. The green zone of accuracy was small and central to the brain. Image attached. Accuracy could have been improved with better 3d model. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.